Event description:
It was reported that the pump malfunctioned, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer successfully reset the pump and resumed insulin delivery.